Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 4.00x16mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal to mid region of the stent was noted to be lifted from their crimped position and moved. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. An examination of the distal tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.